Manufacturer narrative:
There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.

Event description:
A customer alleged a "service required" alarm condition with a ventilator. The ventilator was returned to a third party service center for eval. The device was not in pt use. The ventilator was returned to a third party service center for eval and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.